Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative indicated that in regards to the alarm heard on (B)(6) 2016, the alarm was due to the low battery reset and confirmed from the pump logs. No further information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving compounded baclofen (383.2 mcg/ml at 173.48 mcg/day) via an implantable pump. The pump's indications for use (IFU) were listed as intractable spasticity and cva (stroke) das system. It was reported that a low battery reset alarm was occurring. The pump logs were checked. No symptoms were reported. It was thought that they heard an alarm on (B)(6) 2016, but the pump was read shortly afterwards and no alarm was found at the time. As far as the reset, the logs overflowed, so it was unknown when the reset first occurred. It was unknown whether the reset was related to the drug. Additional information was received from the rep on 2016-07-12. The rep stated that the patient reported beeping from the pump and the rep was then informed by the manufacturer's technical services specialist that there could be a "low battery." The hcp reported to the rep that the patient presented to the emergency room (ER) with severe spasticity. The pump was replaced on (B)(6) 2016. The cause of the "low battery" had not been determined. The pump had an elective replacement indicator (eri) of 13 months. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.